Event description:
Patient was positioned prone for a rectal exam, the surgeon used a 25g 1 1/2" needle to inject local medication. As she began to remove the needle from the glueal region, the needle broke off from the hub, leaving the sharp needle itself in the tissue of the region. After several attempts with the c-arm x-ray by the surgeon and two other surgeons to locate the needle, it was decided to stop the operation and order a CT scan. The patient was taken to pacu and admitted to the unit. He was taken to surgery on (B)(6) 2024 to remove the needle from the anterior thigh region, as noted on the CT scan.